Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device a rupture measuring approximately 14.4 cm and expanding from the valve to the anterior view of the shell was observed. Microscopic examination was performed using scanning electron microscope (sem) and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc saline mentor smooth round moderate profile, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side intraoperatively. As a result, the patient underwent device removal and replacement with a 425cc saline mentor smooth round moderate profile breast implant, catalog number 3501670, serial number (B)(4) on (B)(6) 2020.